Manufacturer narrative:
A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patient was experiencing dental infection. Symptom of fever was noted. The physician believed that the dental infection might correlate with the device. The patient was not given antibiotics but was doing well.